Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. According to the physician, the anatomy of the aneurysm was the reason for the coil protruding. The device could not be returned as it is implanted in the patient. Based on the available information, it is probable that the anatomy caused the reported event. An assignable cause of procedural factors will be assigned to the reported issues.

Event description:
It was reported that during stent-assisted coil embolization of an unruptured aneurysm located at the vertebrobasilar junction, an implanted coil (subject device) protruded. According to the physician, the coil protrusion was due to the anatomy of the aneurysm. A second stent was implanted to treat the protruding coil. There was no serious adverse consequences to the patient.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during stent-assisted coil embolization of an unruptured aneurysm located at the vertebrobasilar junction, an implanted coil (subject device) protruded. According to the physician, the coil protrusion was due to the anatomy of the aneurysm. A second stent was implanted to treat the protruding coil. There was no serious adverse consequences to the patient.